Manufacturer narrative:
The case description states that the users pdm was too hot and stopped working while delivering a bolus and the battery is swollen. The pdm was able to power on with the returned battery. The device was plugged in during investigation and did not overheat at any time. Inspection of the returned pdm found no bulges or swelling in the battery. Inspection of the android log files downloaded from the pdm showed no evidence of the pdm overheating. The battery temperature information in the logs showed that the battery temperature remained within the operating temperature specification during use. No abnormal spikes in temperature were observed and no abnormalities were observed in the logs that would result in the pdm overheating. During the investigation, the pdm was paired with an unused pod, delivered a 5u bolus, and deactivated the pod with no issues. The pdm was not felt to get hot during the investigation. No problems were found with the device. The screen of the pdm was observed to be cracked. Despite the cracked screen, the pdm was still able to pass all adb tests.

Event description:
It was reported that the patient's controller (omnipod dash) was too hot, and stopped working when the device was being used to deliver a bolus. The customer reported the device battery appeared swollen. The pdm was returned to insulet for investigation. The device powered up successfully, and investigation confirmed the device was functioning appropriately. No problems with device temperature, or the device battery were identified.